Event description:
The summit excimer laser was tested and met parameter for testing prior to use on the event date. Dr successfully completed a laser procedure on the right eye. He was completing preparation to perform laser surgery on the left eye (positioning pt) when the laser, while on stand-by mode, started firing while the dr was positioning the pt. As soon as it was recognized that the physician was not depressing the pedal, the nurse hit the emergency off button on the laser. There were 40 shots fired on the pt corneal flap bed. The MFR was notified, the foot pedal unplugged. The prodcedure was completed using the fire button on the laser panel to fire the laser. Summitt technology came the next day and serviced the laser. The pedal had a short.